Event description:
Lay user/pt contacted lifescan in 2005 alleging that her one touch ultra meter was reading inaccurately erratic. A pt reported blood glucose results of "107 mg/dl, 186 mg/dl, and 147 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. The customer service rep confirmed the pt's meter is in the correct units of measurement, testing technique is being performed correctly, and the test strips were not expired. The csr discovered that there was a test strip dimension issue. The meter, test strips, and control solution were replaced.